Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd venflon¿ pro safety shielded IV catheter leaked during use. The following information was provided by the initial reporter: endoscopic surgery reported an adverse event on a venflon pro safety catheter: the anti-flow valve did not work, and there was bleeding through the valve. The catheter was removed.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 9/4/2020. H.6. Investigation: one used cannula hub and one representative sample were received by our quality team for evaluation. Upon visual inspection of the cannula hub it was observed that the valve had moved towards the cannula hub luer side. Upon visual inspection, the valve injection test, and catheter leak test, no abnormalities was observed and the sample passed the inspection criteria. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the quality team's investigation, the root cause of the leakage in the used sample is due to the injection valve moving within the cannula hub. CAPA#1379444 was initiated.

Event description:
It was reported that bd venflon¿ pro safety shielded IV catheter leaked during use. The following information was provided by the initial reporter: endoscopic surgery reported an adverse event on a venflon pro safety catheter: the anti-flow valve did not work, and there was bleeding through the valve. The catheter was removed.